Manufacturer narrative:
Product event summary: manufacturer's analysis could not reproduce customer's experience of the programmer freezing, however, the event log showed that the main processing unit had overheated. Analysis could not confirm that the programmer would not update software. It was also indicated that the system fan was not working and that the insulation of the antenna cables were damaged. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer freezes up and won't interrogate and update software. The programmer was returned for service. No patient complications have been reported as a result of this event.